Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw fractured at the body. The doctor confirms that the procedure was completed with another screw and that the patient did not suffer any negative impact on his health as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). One screw was returned for investigation. Visual inspection via naked eye and camera magnification identified the screw was fractured at the thread area into 3 parts. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the complaint record. Bone density type is unknown. Device was located on tooth site 36 (fdi) when the event occurred. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (1247250). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot specific complaint history review was performed for the subject lot number (1247250) for similar events (complaint category keywords: fracture screw) and revealed there are no existing non- conformances / CAPA / hhe / d / ie / product holds for the reported product. Post market trend review: october post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and device (iunihg). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.